Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a severely calcified proximal left anterior descending (lad) artery. Coronary artery bypass graft (CABG) was performed; however, the patient developed ventricular fibrillation, went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The patient returned to the cath lab and it was confirmed that the left internal mammary artery (lima) to lad was blocked. Multiple balloons (1.5 -3.5 mm) were used in the left main and proximal lad. A non-abbott drug-eluting stent was deployed. During post-dilatation a perforation occurred. A 4.0 x 19 mm graftmaster was advanced but could not cross due to the incomplete expansion of the non-abbott stent. A 4.0 x 16 mm graftmaster was advanced and deployed to successfully seal the perforation. The procedure was completed at this time with the patient in poor condition. No additional information was provided.